Manufacturer narrative:
Device is expected for evaluation, but not yet returned. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the pump ran full speed resulting in massive swelling of patient's shoulder. Pump was switched, but problem persisted. When the tubing was switched. The problem resolved. This device is used for treatment.